Event description:
It was reported that the right atrial lead exhibited less than 200 ohms bipolar impedance. The lead also had a history of noise. It was suspected that the lead may have suffered a pinch or crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.